Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an insertion of an instrument to the trocar on a laparoscopic sleeve gastrectomy, the device had damaged seal, seal disengaged, and air or gas leak from the seal. They opened and used another trocar to complete the case. There was no patient injury.